Event description:
It was reported that the pulse generator exhibited inappropriate ams episodes. Retrograde conduction events were falling into pv arp followed by atrial paced events. It was planned to perform a retrograde test and program the post ventricular atrial refractory period appropriately.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.